Event description:
Two co myocardial leads were removed from service due to oversensing. During an elective replacement procedure of an implantable cardioverter defibrillator the physician elected to cap the leads.